Event description:
Lpn entered resident room to find resident unresponsive. Elder was found with his chin and partial neck in the top rail of bed. Elder's body was sitting on the floor and his legs were bent out to the side. CPR was started. And 911 notified. Ambulance transferred resident to ER where resident expired.